Event description:
It was reported that there was air in the line of an interlink buretrol add-on set. This occurred during infusion of levophed using a non-baxter infusion pump. The reporter stated that during the infusion, the pump had presented an air in line alarm. The nurse then noticed that solution was not flowing into the set. The reporter further stated that the buretrol chamber was full of fluid; however, the tube was dry. To correct the issue, the patient was disconnected from the setup and the infusion was continued using a new setup. The patient was able to continue therapy without further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.